Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3587a, lot# lc2091, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that before the patient had the stimulator implanted, she could not walk. Stimulation made that possible again but the patient did not like the sensation. It made her not be able to feel her legs properly and caused her to fall and break her wrist and injure her ankle once. MRI, CT scan, and pet scan compatibility guidelines were requested. The patient also inquired about elective removal. She only wanted it removed because she need an MRI and would consider therapy again. The patient thought the stimulation cured her because she did not feel pain anymore and could walk. Stimulation had been off for at least 5 years. The battery was depleted after being implanted for 11 years. There was no allegation of device or therapy issue with regard to battery depletion. It was noted that the patient had not seen the doctor in years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that she was very informative and knowledgeable, and answered all of their questions.